Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received lost sensor alert with newly replace transmitter. It was found that the wrong transmitter ID was programmed. Customer's blood glucose was 400 mg/dl. Customer was assisted in programming correct transmitter ID.